Manufacturer narrative:
No product was returned for evaluation. Review of the device history records for these lots confirmed these lots met manufacturing requirements prior to shipment. Lot number 2031507 manufacturing date was 7/2007 with an expiration date of 7/1/2008. Based on the information received the cause of the reported event could not be conclusively determined; however, a follow up angiogram revealed an arterial dissection was present and occluding the artery. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was deployed and hemostasis was achieved. There was no pre-insertion femoral angiogram performed. The 45 minute procedure was accessed through a common femoral artery puncture with a lumen of 6 mm. The next day, the pt complained of leg pain and there was no pulse present for the leg. An angiogram revealed a dissection of the artery occluding the common femoral artery that was punctured for the initial procedure. A percutaneous peripheral intervention (ppi) was performed and the physician dilated the dissection with balloon angioplasty. Antegrade blood flow was not achieved, however collateral blood flow was established and the procedure was completed. The angio-seal was from 1 of 3 lots; 2037503, 2034998, or 2030507.